Event description:
Device malfunction: hard stuck device. Time of device malfunction: during vessel closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The device reportedly became stuck in the patient; however, it was removed using counter-tension. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary - eval of the returned device found it was received fully clip deployed. Examination of the device detected bent vessel locator wings, which were still securely attached to the vessel locator assembly. All other observations of the device did not produce any abnormality and there was no detected malfunction. The bent wings condition is consistent with a difficult to remove device. However, no root cause was determined. A review of the device history record for the lot did not produce any findings relevant to the report.